Manufacturer narrative:
The returned blade assembly was evaluated. The shim was found to have disassembled and the blade was cracked along the center channel where the blade sits. The cause cannot be determined, but it is possible that the crack occurred as the result of heavy forces applied during impaction of the shim within the disc space. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a shim of a retractor blade was found damaged during a routine inspection. There were no surgical or patient impacts. However, device evaluation by zimmer biomet spine personnel found the shim has disassembled from the blade.